Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both mildly calcified and tortuous and 90% stenosed. After implantation of a xience xpedition stent and post dilatation, a distal edge dissection was observed. Another xience xpedition was implanted as treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.